Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected failed battery alarms or any other battery related anomalies/alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a replace battery now alarm less than 10 hours after receiving a low battery alert. Their blood glucose was unknown. They had inserted a new energizer battery. This is the second time that the replace battery now has occurred. Customer was advised to discontinue use of the pump and that it would need to be replaced. The pump will not be returned for analysis.